Manufacturer narrative:
B5 updated h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete h6 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the lot number of both instant detachers was not available. Prior to coil non-detachment, no issues were encountered and there was no pushwire damage observed after removal from the patient. There were no causes or contributing factors for the axium coil non-detachment identified.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-ap-ID (lot: unknown); implant date n/a; explant date n/a product ID unk-nv-ap-ID (lot: unknown); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding axium coil non-detachment. The patient was undergoing a coil embolization procedure to treat a right internal carotid artery (ica) posterior communicating artery (pcom) unruptured saccular aneurysm. Blood flow was high. Vessel tortuosity was moderate. It was reported that the axium coil and all accessory devices were prepared as indicated in the instructions for use (IFU). After delivery, the axium coil could not be detached despite multiple attempts. 5 attempts were made with the first instant detacher (ID) and 3 attempts with another ID as well as 3 manual detachment attempts but without success. The coil was removed and replaced to complete the procedure successfully. There was no harm or injury to the patient.